Manufacturer narrative:
A case of pain at the ipg site was reported to abbott. The ipg pocket was revised, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician relocated the original ipg via surgical intervention on (B)(6) 2020. Surgical intervention resolved the patient's issue.